Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. The patient had two rv leads. There was no slack on ICD lead and very minimal slack on rv lead. Initial wire placement appeared acceptable, but when the ds was advanced, it became evident that the system was stuck anterior likely due to the leads and could not move the ds posterior in position. The wire was replaced because the delivery system could not be retracted posteriorly due to the wire placement. An attempt was made to replace with the ds, but this was unsuccessful. The ds was removed, and the wire was repositioned appropriately. However, approximately 20 seconds later, the patient developed heart block. The patient was externally paced, but no cardiac output was observed, and she was found to be in pea. CPR was performed for approximately 30 seconds, after which rhythm and cardiac motion returned. The patient's pacemaker began capturing again once the wire was removed. No further intervention was performed. The patient remains in stable condition. The plan is to extract the existing leads and replace the system with a permanent pacemaker device before attempting the evoque implant again. The perceived root cause is the probable interaction with leads. The issue did not occur until the wire was repositioned on the posterior and the freer side of the leads. Initially, the wire had been placed anterior to the leads in a less favorable location, but the rv lead was still capturing in that position.

Manufacturer narrative:
Additional information received stating that patient one month post index procedure a second attempt to implant an evoque was completed. Ep did not want to remove the patient's leads, so lv access was gained for backup pacing if needed during the case which did not end up being required. This is one of two manufacturer reports being submitted for the same event. Reference related manufacturer report # 2015691 2026 14075. The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.